Manufacturer narrative:
(B)(4).

Event description:
Device is unable to be interrogated. Two attempts on different days were made and still not magnet response. The physician was advised of the situation. The device was explanted and replaced.

Manufacturer narrative:
Upon receipt, the device was subjected to an electrical analysis revealing that the ipg could not be interrogated which confirms the clinical observation. Furthermore, the pacing output was tested revealing that no therapy was available during the analysis. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was measured and was found to be elevated. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current draw which led to a voltage drop in the electronic circuit. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be fully functional. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. As a result, anti-bradycardia pacing was not available. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.